Manufacturer narrative:
Additional information: h4: the lot was manufactured between august 19-20, 2024. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed, and an excessive amount of silicone grease was noticed on the valve set. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to the excess silicone grease that is normally applied on the product was not properly wiped off during the manufacturing assembly process, leaving the excess amount of silicone grease to remain in the product and in the packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had fluid at one of the "couplings" (valve ports). This was noticed when removing the protective covers to connect the valve set to the compounder during setup. There was no patient involvement. No additional information is available.